Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since date of device manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the most probable root cause of the reported event is a failure of the vc motor, although the wearing of the electromechanical device influenced by the specific usage conditions at customer site could have contributed to the reported failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in essen, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was noticed that immediately upon starting the heart-lung machine, two errors related to venous clamp defective appeared (2551 and 2552 codes) indicating that the clamp motor is likely defective and therefore the calibration was not possible. Also, incorrect clamping of the tube may have contributed to the reported errors. The defective venous clamp was replaced with a replacement one. Subsequent functional verification testing was completed without issues and the unit was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz venous clamp no longer seems to work. During priming, a tube was clamped incorrectly, and now it won't move, displays an error message, and sounds strange when tested. There was no patient involvement.